Event description:
It was reported that valve was explanted due to thrombus. The physician attempted to remove the thrombus from the leaflet that was impeded but was unsuccessful. Additional info has been requested.